Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and found that the peep (positive end-expiratory pressure) was set to 6 but was reading 4. It was determined that the unit had too much moisture in the patient circuit and this caused the occlusion alarms. The vent was placed out of service for several weeks that dried out the moisture. After running est (extended systems test) and going through the system the only issue was the low peep. Pulled the exhalation valve corner and found the diaphragm was deformed and dirty. The diaphragm was replaced and the peep has no issues. All alarms were tested and passed. Est was done 3x and passed. The unit is now working within manufacturers specifications at this time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ii ventilator was presenting circuit disconnect and circuit occlusion, no volume is being delivered to patient as well. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.